Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -9.0 diopter tore/broke during injection/delivery into the eye. There was patient contact. There was no patient injury. On (B)(6) 2023, a replacement lens was implanted into the patient's left eye (os). Mild edema was reported. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).